Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and ac shallow. The lens was exchanged for a same length lens and the problem was resolved. The cause was reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - ac shallow. H11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).